Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: this occurs in the delivery room with fluid leakage at the junction between the catheter tube and catheter seat.